Event description:
It was reported that the patient experienced an inadequate stimulation due to impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2158500; model: sc-2158-50 ; serial: (B)(6); batch: 18056821. UDI: (B)(4).